Event description:
It was reported that a transpac® it monitoring kit w/03 ml flush device, safeset¿ reservoir, and 2 needleless valves generated a leak during patient use. The reporter stated "tube line come off from the in-line aspiration syringe. Saline leaks while flushing. Product glue is not strong." The issue was found after the nurse took blood for a sample from the arterial line of the patient. The staff nurse started flushing the blood to return to the patient and noticed that there was a leakage of saline on the arterial line closed blood sampling syringe. The product was neither contaminated nor contained a biohazard or chemotherapeutic agent. The product was in use for 5 days. No medication was being used with this product. The product was not reprocessed or re-sterilized prior to use. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. During visual inspection of the sample, the plug stopcock was received separated from the safeset reservoir. When the plug stopcock and safeset reservoir were microscopically examined, insufficient adhesive coverage on the plug stopcock and the safeset reservoir was observed. The probable cause of the separation had occurred due to insufficient adhesive coverage on the plug stopcock during assembly at ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 8/13/2024.